Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the unit was able to power on, however, the first digit on the pr display is always off. Internal inspection revealed no physical damage and no loose cabling. All diode segments on the d5 component were tested and all measurements were correct. When the board was powered up for further analysis, the segments were all fully functional and there were no non-illuminating segments. A defective component in the led driver circuitry on the system board caused the led segments on the d5 component to not illuminate.

Event description:
It was reported that a segment is missing from the display. Customer does not know which segment is missing. No known impact or consequence to patient.